Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the op check, there was an error of shock equipment malfunction. There was no reported of patient involvement.